Event description:
After an implantation period of approx. 50 months, oversensing with inappropriate therapies was reported. Apart from the shocks, no further adverse patient side effects have been reported. The lead was explanted.

Manufacturer narrative:
Upon receipt the lead was found cut 13 cm distal to the df4 connector pin. A proximal and a distal lead fragment were received for analysis. An explantation aid was still inserted in the distal lead fragment. The performance of the lead fragments was scrutinized, including a visual inspection. Approximately 32 cm distal to the df4 connector pin the lead body was found squeezed and deformed. This damage is assumed to be the root cause of the clinical observation. In addition it was noted that 54 cm distal to the df4 connector pin the lead body was covered in calcified tissue. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of clavicular first rib entrapment. Further damages like the cuts into the insulation 28.5 cm distal to the df4 connector pin and the 52 cm distal to the df4 connector pin stretched inner conductor coil most likely occurred during the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.